Event description:
It was reported that during a laparoscopic sigma procedure, no function after a few minutes. Generator display shows error code 5. Another device was used to complete the procedure with no patient consequence.